Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufactures lead displayed noise, oversensing and high pacing impedances. The device was to be reprogrammed at a future clinic visit. There were no adverse patient effects reported. The device remains in service.